Event description:
Device issue: detachment of device component. Time of device issue: during the procedure. Adverse event: device removed using a snare. It was reported that after dilatation in the proximal portion of the lesion, resistance was felt removing the balloon catheter. It was noticed that the tip of the ht advance guide wire had unraveled (stretched) as the tip remained attached to the core. A micro snare was used to remove the guide wire from the anatomy. The snare device was used as a precaution because it was felt that the tip would come off if the guide wire was pulled back through the guiding catheter. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the guide wire was returned with blood and contrast on the coils, consistent with preparation and use in a procedure as reported. The core was separated 6.5 mm distal to the center solder. The distal portion of the separated core was still attached to the tip ball and the tip coils were stretched, but not separated, confirming the reported coil damage and core separation. Scanning electron microscopy (sem) analysis was performed and suggested that the guide wire was subjected to ductile overload, which may have caused the core to fail and detach. A guide wire being over pulled or over torqued would require it to be trapped within the anatomy or another device distal to the separation in order to create the required forces to damage the wire as described. Any add'l attempts to retract the guide wire in this trapped state would exceed design limits and cause the reported separation and subsequent guide wire tip damage, as described above. No info was provided regarding the vessel morphology or disease state, which would have aided in the investigation. It was reported that the balloon catheter felt resistance indicating that the vasculature or add'l devices could have led to reduced clearance which would have contributed to trapping the guide wire. Per the instructions for use (IFU), "do not push, auger, withdraw, or torque a guide wire that meets resistance, failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage". The stretched tip coils may have occurred due to the core separation. However, the center solder was still intact, indicating that the tip was attached properly by mfg. To ensure wire damage and core separation does not occur as a result of a product deficiency, 100% of the guide wire tips are inspected after they are loaded into the dispenser, and a tip pull test is performed on each wire to ensure proper attachment. Additionally, qc performs on line reliability testing to verify the product quality. There were also several bends noted in the core, 3.7 cm proximal to the center solder and .5 mm and 1.5 mm distal to the separation. These may be a result of resistance between the products, or a result of the snare that was used to remove the guide wire tip. Since no damage to the wire was reported prior to use or during preparation, it appears that the bends are related to case circumstances. Overall, based on the case description and analysis of the wire, the separation of the core, device retrieval, damaged coils, and bends in the core are related to the circumstances; however, there is no indication of a product quality deficiency. A review of the lot history record was performed and indicates that this lot met all the mfg release requirements. Additionally, there were no other incidents reported with this part and lot combination. Product performance engineering will monitor the incident circumstances. Mfg performs a non-destructive tip pull test on each wire, performs 100% visual inspection of tip coils and performs outer diameter inspection, all prior to packaging. Qc performs on reliability test and verifies product quality including visually inspecting a sampling of products after they are secure in the dispenser package.